Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) contained liquid foreign matter. No report of serious injury or medical intervention.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) contained liquid foreign matter. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a clear liquid in the tube of the incident lot was observed. The liquid was determined to be undried edta additive. Edta is a component of the tube. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to undried additive. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for undried edta additive (liquid) with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and no issues were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.